Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external abrasions breaching the outer insulation and exposing the outer coil in the distal region of the lead.

Event description:
This report is to advise of an event observed during analysis.